Event description:
Device#2 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of perclose a-t device, attempted arteriotomy closure of an unspecified vessel, after an interventional procedure. Reportedly, when the device was removed, the suture pulled out of the vessel. A second perclose a-t was attempted, but when the needle plunger was retracted, a needle tip did not capture a cuff. The device was removed and an angio-seal was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information. Device #1 perclose a-t, part# 12337-06, lot# 69032-6h, is being field under medwatch manufacturer report number: 2935144-2009-00429.